Manufacturer narrative:
No product has been returned and the serial number that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the freestyle libre. At 18h45 on (B)(6) 2018the customer received a sensor scan reading of 'hi' (greater than 500 mg/dl). A comparison capillary test was not performed at this time. In response to this sensor scan reading the customer injected 10 units of humalog insulin. 45 minutes later at 19h30 the customer experienced symptoms of hypoglycemia including "feeling dizzy and lost consciousness (not completely) while driving" and was in a car accident. An ambulance arrived and emergency services used a competitor device to obtain a reading of 43 mg/dl which was compared to a sensor scan reading of 82 mg/dl. While in the ambulance the customer was given some milk with sugar as treatment. The customer was taken to the hospital but no further treatment was received at the hospital, since "he already received treatment given by hcp on the ambulance". The customer further mentioned that at midnight he was "already much better and returned home". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the freestyle libre. At 18h45 on (B)(6) 2018 the customer received a sensor scan reading of 'hi' (greater than 500 mg/dl). A comparison capillary test was not performed at this time. In response to this sensor scan reading the customer injected 10 units of humalog insulin. 45 minutes later at 19h30 the customer experienced symptoms of hypoglycemia including "feeling dizzy and lost consciousness (not completely) while driving" and was in a car accident. An ambulance arrived and emergency services used a competitor device to obtain a reading of 43 mg/dl which was compared to a sensor scan reading of 82 mg/dl. While in the ambulance the customer was given some milk with sugar as treatment. The customer was taken to the hospital but no further treatment was received at the hospital, since "he already received treatment given by hcp on the ambulance". The customer further mentioned that at midnight he was "already much better and returned home". There was no report of death or permanent injury associated with this event.